Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) identified that the drawer 2.2 had a lid stick that causing the drawer 2.1 not to close. Fse then opened the drawer 2.2 from the back by pushing down the lid and identified a insulin was sticking up in the pocket and caused the failure. Customer then fixed the pocket after the fse opened the drawer. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, a drawer jammed due to an obstruction caused by the pocket below the drawer. However, there were no delays or adverse events or injuries reported based on this event.